Event description:
During the case md stated "felt something hot on my back". Rn immediately unplugged head light from power, examined cord and found rubber sheath around light cord fibers torn with a burn area identified. No smoke, no flames, removed cord from room.